Manufacturer narrative:
Concomitant medical products: medtronic lead implant date unknown; unknown device implant date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left venous approach was occluded by the existing leads connected to the dual chambered device. New product for the upgrade to a bi-ventricular (bi-v) device was implanted from the right side. No further patient complications have been reported as a result of this event.